Manufacturer narrative:
H3: product analysis: evaluation determined that the allegation was confirmed, the bearings failed and burr was wobbly. The likely cause of failure was due to ball bearing fell out. It was also noted that there was corrosion in the tube, no bearing at tube distal made the burr wobble during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the craniotomy procedure, while drilling into the cortical bone the bearings failed, the burr was chattering and not being adequately held in place by the attachment. Additional intervention of attachment replacement was done, there was a procedure delay of 10 minutes. The procedure was completed with the backup product. At the time of report, the impact to the patient was unknown. Additional information received upon follow-up stating that the procedure delay was for 15 minutes, where the attachment was replaced with another attachment and there was no patient impact.